Event description:
Patient reported, the down button on the infusion device is non- functional. Patient reported experiencing an elevated blood glucose level of 13 mmol/l (234 mg/dl). Patient's normal blood glucose level was not provided. Treatment received was not provided. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroys the functionality of the buttons and the pump electronics. The down button is permanent active due to external mechanic damage. As further result of the permanent activated down button the other buttons do not respond to commands. The problem mentioned by the customer is related to careless handling of the product.